Manufacturer narrative:
Other, other text: customer did not provide the part number or lot number of the affected device.

Event description:
Information was received regarding an unknown cadd product. It was reported that the pca tubing was leaking. Further information is unknown.

Manufacturer narrative:
Corrected data: procode and device details were added.